Event description:
The lead dislodged due to twiddler's syndrome, resulting in inappropriate shocks. The event is currently listed at "continuing" and no additional information is available at this time. Should additional information becomes available, this event will be updated.